Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately calcified vein. A 2cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 4atm during the first inflation. The physician then used another 2cm pcb, however, the same event occurred and the device ruptured at 4atm. The device was then removed from the patient and the procedure was completed with different device. No patient complications were reported and the patient's status post procedure was good.